Event description:
As reported by the study, during percutaneous coronary intervention (pci), a dissection occurred. This patient presented to the cardiac catheterization unit with stable angina pectoris, and 3-vessel disease was found. Two lesions were treated during this procedure and a staged procedure was not planned. Pre-procedure ck cardiac enzymes were within normal limits. Pre-procedure medications included aspirin, clopidogrel and statins. Intra-procedure medications included aspirin and clopidogrel. Pci was performed on a 90% de novo lesion in the posterior descending artery of 10mm in length in a 2.5mm vessel diameter with moderate tortuosity of the proximal segment. The (b2) eccentric lesion was characterized with an irregular contour, angulation between 45 to 90 degrees, little to no calcification and thrombus absent. Pre-dilation was done with a 2.5x9mm balloon at 14 atmospheres (atm) before two overlapping stents were deployed. First deployed was a 2.5 x 13mm cypher select plus stent at 14 atm without satisfactory results due to an occlusive dissection downstream. Post-dilation was done with a 2.5x9mm balloon at 14 atm. Thrombin inhibition in myocardial infarction (timi) iii flow was restored after implantation of the second stent, a 2.25x13mm cypher select plus stent. This was classified as unrelated to the study device and highly probably related to the procedure. The residual diameter stenosis measure 0%. Timi iii flow was recorded pre and post-procedure. Intra-vascular ultrasound (ivus) was not used. Pci was performed 90% de novo lesion in the proximal right coronary artery (rca) of 10mm in length in a 3.0mm vessel diameter with moderate tortuosity of the proximal segment. The (b2) eccentric lesion was characterized with an irregular contour, angulation between 45 to 90 degrees, little to no calcification and thrombus absent. Direct stenting was done with two overlapping stents. A 3.0 x 13mm cypher select plus stent was deployed at 14 atm with satisfactory results followed by a 3.0 x 8mm cypher select plus stent at 16 atm also with satisfactory results. There was no post-dilatation. The residual diameter stenosis measured 0%. Timi iii flow was recorded pre and post-procedure. Intra-vascular ultrasound (ivus) was not used. There were no procedural complications noted. Post-procedure ck cardiac enzymes were within normal limits. The patient was discharged on the following day. Post-procedure medications included permanent aspirin, clopidogrel for 12 months and statins. Please note that this device distributed in the united states. However, it is similar to the us distributed and is also not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.